Manufacturer narrative:
(B)(4).

Event description:
It was reported that t2 implant would not deploy from the fast-fix 360 curved device. T1 was cut out of the patient and a backup was used to complete the procedure. A 5-10 minute delay was noted as a result and no patient impact.